Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a burn-like rash on his back under the rear therapy electrodes and that he had removed the device. The patient reported he was given aloe vera for the area which was peeling. During a follow up the patient reported that he put the device back on and the irritation continued. He reported that he'd gone to the hospital and a doctor instructed the patient to leave the device off for a while and to continue using the aloe vera. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.